Event description:
After 15 years of successful cochlear implant use, this patient reported hearing a "bursting" sound and then could no longer hear with their implant. External equipment exchanges did not resolve the problem. No other information is available at this time.